Event description:
It was reported that this was a vertebroplasty performed on (B)(6) 2022. The balloon broke/burst while 4.8ml of liquid contrast medium was being injected at 200psi. Although a small amount of liquid contrast medium leaked out of the balloon, they completed the rest of the procedure without harm to the patient. The procedure was completed without surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.